Manufacturer narrative:
Fiber analysis: the fiber was found to have a circumferential fracture of the glass cap, distal to the fiber/cap fusion zone; the fiber proximal to the fracture was found to rotate independently of the metal cap. Char and detritus on the metal cap and devitrification of the glass cap at the output window was also observed. The cap adhesive zone was found to be heated to the point of burning, resulting in the fiber/glass cap becoming loose within the metal cap and the fiber to rotate off center. Both caps remain attached. The identified issues may activate the laser systems fiberlife function which will modulate the power showing a pulsing beam or the system will revert to standby mode. The fiber issues may also result in a forward-firing condition of the side-firing surgical fiber. The most probable root cause of the device issue was suspected to be localized heat accumulation/user handling, due to anatomical/procedural factors encountered during the procedure.

Event description:
It was reported that at 98,942 joules of use, the fiber appeared not to be working well. No error messages were received. The procedure was completed using a second fiber. No injury to the patient reported.